Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Device location unk. Evaluation summary: as a lot number was not received, a device history review could not be performed.

Event description:
It was reported through notification of a lawsuit that plaintiff (pt) underwent an unknown procedure in 2007, where metal clips were inserted in plaintiff's gallbladder area. It is alleged that a metal clip became unattached and was left loose inside plaintiff's abdominal body cavity. It is further alleged that patient has experienced tremendous pain, suffering and will need further medical treatment.